Event description:
It was reported the dystonia patient was ¿hit with a small stone on the left clavicle, where his extensions were positioned¿ in (B)(6) 2012. Until (B)(6) 2014, however, the patient ¿did not have any problem.¿ then in (B)(6) 2014, the patient ¿started to have myoclonus on the left side of the body¿ and ¿less than 50% therapy relief¿ due to their ¿right side implant.¿ x-ray examination of the patient ¿showed damaged to the right extension.¿ it was stated there was a ¿break/fracture¿ of the extension. Impedance testing was performed and found ¿high impedances¿ of ¿>4000¿ ohms on the patient¿s right side. The interrogation records specifically indicated that unipolar electrodes 9 and 11 and bipolar electrode pairs 8-9, 8-11, 9-10, and 9-11 were high and out of range on the patient¿s right side and that the patient¿s left side had no out of range impedances. The patient¿s extensions were replaced as a result of the event. It was noted that ¿both leads were ok¿ at the time of the extension replacement. The patient was ¿doing well and was receiving a good stimulation¿ following the replacement of their extensions. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37086, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type extension; product ID 37086, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type extension. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the extension found the ¿two conductors for circuits #0 and #1 were broken and shorted at 23.5 cm from distal end. All conductors were stretched and crushed at 23.5 cm from distal end. The insulation was pinched at 23.5 cm from the distal end.¿